Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was at the end of life (eol) battery status due to a charge time of 30.2 seconds. The physician did not believe the device depleted prematurely, and a routine device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and replaced approximately 2.5 weeks later, and was returned to boston scientific. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.